Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter read inaccurately low in comparison to results obtained against another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that in (B)(6) 2015 the patient obtained results on the subject meter that read inaccurately low compared with results obtained on another device, within 30 minutes. The reporter could not specify the results obtained. The patient manages her diabetes with insulin and increased the dose of her medication in (B)(6) 2015. The reporter detailed that in (B)(6) 2015 the patient developed symptoms of "burred vision and confused" and that the emergency medical services were called who performed a blood glucose test and treated the patient with insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.